Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and noise. An x-ray was obtained confirming lead fracture. The system was reprogrammed from ddd to vvi and remains in service. No adverse patient effects were reported.